Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that for the last month they have been having problems with charging their implant. Caller stated that they could charge the implant to 100% and 2 days later it was down to 0%. Caller added that they were supposed to last 3-4 days, but it doesn't even last 2 days, and they had to charge it again.  Caller noted that the non- rechargeable battery was perfectly working because it shut off at night when they went to sleep and they could get up in the morning and walk around and it was back on because that's the way that the non-rechargeable battery worked. Caller wanted to have someone get a hold of their doctor to put the non-rechargeable battery back in their back because it was not working properly and they were having pain.